Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not feeling well. It was also reported that the right ventricular (rv) lead had dislodged. The rv lead was removed and replaced. No further patient complications have been reported as a result of this event.